Event description:
It was reported that the pta balloon would not deflate after use in cephalic arch. The balloon was inflated one time to 12 atm. The balloon was punctured with a needle stick through the skin and removed through the sheath without further incident. Another pta balloon dilatation catheter was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.